Manufacturer narrative:
Iipv ((dv > 180% to 200% of fv) was ¿not confirmed¿ a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. Simulated treatment test passed. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support experiencing an overfill during peritoneal dialysis treatment on the liberty select. Treatment details was provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 2723ml drained. This drain is 181% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 1502ml is 2704ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event. The liberty select was replaced.